Manufacturer narrative:
Investigation ¿ evaluation: it was reported on 06feb2020 of an incident involving two cook single-use holmium laser fibers. It was reported that the fiber came away from the real hub during a kidney stone procedure on (B)(6) 2020. Additional communication with the user facility clarified that one of the laser fibers was attached to laser machine (finger tightened only). When surgeon attempted to fire the laser didn't work. It was noticed that the fiber had come away from the red hub that screws into machine. This happened with 2 fibers from same lot number. Another fiber of larger size was used to complete the procedure. The patient experienced no adverse events or additional procedures as a result of this issue. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. Visual examination confirmed two fibers were returned in used condition. Device a: fiber was separated at the distal end of the silicone plug cover. The remaining fiber was missing and not returned. The protective sheath was partially separated at the base of the silicone plug cover. The length of the protective sheath measured 141.3cm from the severed point to the distal tip. The point of separation was covered with black /charred residue. The blue jacket and optical fiber were broken and exposed. At the severed point, the fiber was broken and chipped in appearance. The blue jacket and white protective sheath were melted indicating the energy was transmitted to the fiber. Device b: device was received separated into two segments. The fiber had been broken and pulled out of the white sheath. The length of the white sheath measured 141.2cm. The sheath remained attached to the plug. The sheath was bent and kinked at the distal end of the silicone plug cover. The optical fiber protruded 6mm from the distal end of the blue jacket. The length of fiber measured 289.5cm. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions : a number of different factors affect the life of any particular fiber, including: extended lasing at high power, continuous lasing with the fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiberoptics to sharp bends in handling, use, or storage, discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards, do not exceed recommended power limits. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the investigation, the conclusion is attributed to improper handling of the laser fibers. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, during an unknown procedure using a cook single-use holmium laser fiber, the fiber came away from the hub where the fiber screws into the laser machine. Therefore, when the surgeon attempted to use the fiber it did not work. This occurred with two laser fibers from the same lot number. The user then changed to a larger laser fiber size to complete the procedure. There were additional procedure required due to this occurrence. There were no adverse effects reported due to the alleged malfunction. Upon the manufacturer receiving the device for investigation on 19mar2020, it was noted that the fiber has actually fractured rather than just pulled away from the hub of the machine.